Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced a few years after it was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced a few years after it was implanted. No additional adverse patient effects were reported. Additional information was received that this lead was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.